Manufacturer narrative:
(Sc-1216; (B)(6)). The returned implantable pulse generator (ipg) was analyzed and was successfully recharged in a single charging session. Analysis of the device's data logs revealed no anomalies related to premature battery depletion, and the highest temperature recorded while the patient was using the device was within the acceptable range. With all the available information, boston scientific concludes that the patient was experiencing a burning sensation at the ipg site, and the area became hot to the touch was not confirmed. The ipg displayed typical characteristics during both visual and functional assessments. The analysis of the device's data logs revealed that the highest temperature recorded while the patient was using the device was within the acceptable range. A review of the product labeling indicated that this reported event is a known risk associated with the use of spinal cord stimulation. Therefore, the identified probable cause for this investigation is the known inherent risk of device, as the symptoms experienced by the patients fall within the recognized risk category. Additionally, the allegation that the patient was experiencing difficulties to charge the ipg has been confirmed. Testing of the ipg indicated that it was operating as expected. However, a review of the data logs revealed that the user may not have followed the proper instructions for charging the ipg. Therefore, this investigation is assigned a probable cause of failure to follow instructions, as per the labeling, the charger must be well-ventilated and properly centered over the stimulator to ensure effective charging.

Event description:
It was reported that the patient was experiencing difficulty charging and pain at the implantable pulse generator (ipg) site. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging and pain at the implantable pulse generator (ipg) site. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned.